Event description:
Information received by medtronic indicated that the customer passed away due to cancer. Troubleshooting was not performed. The customer was passed away on (B)(6) 2023. The customer was admitted to the hospice on the (B)(6) 2022 and the insulin pump was not worn since that day. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/10/2019 to 09/07/2022, 12/07/2022 and 02/27/2023. Please see below for the customer's daily total of all insulin delivered surrounding the date of 07-dec-2022 and 07-sep-2022 listed on pump history and the days prior to that dates. 08/30/2022 dailytotalofallinsulindelivered = 146.625 08/31/2022 dailytotalofallinsulindelivered = 120 09/01/2022 dailytotalofallinsulindelivered = 132.7 09/02/2022 dailytotalofallinsulindelivered = 44.75 09/03/2022 dailytotalofallinsulindelivered = 0 09/04/2022 dailytotalofallinsulindelivered = 0 09/05/2022 dailytotalofallinsulindelivered = 0 09/06/2022 dailytotalofallinsulindelivered = 0 09/07/2022 dailytotalofallinsulindelivered = 0 12/07/2022 dailytotalofallinsulindelivered = 0 there is no available data after 07-dec-2022. A cracked retainer was confirmed. The pump passed all the required testing. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.